Manufacturer narrative:
No product was returned for investigation. The root cause of the tachycardia, ventricular fibrillation, sepsis, infection, and arrhythmia was unable to be determined due to insufficient clinical details. The cause of the hypotension was not determined due to insufficient clinical details. The root cause of the minor bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. The root cause of the major bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. The cause of the hematoma was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. The device passed all post sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced ventricular fibrillation and ventricular tachycardia requiring cardiopulmonary resuscitation, defibrillation, and medication. The patient also experienced oozing and a hematoma at the axillary cutdown site. The patient was transfused multiple units of packed red blood cells and platelets, and pressure dressings and an addition suture were placed. The pump was repositioned multiple times and pacing was stopped but the axillary site continued to ooze. The patient was diagnosed with sepsis and gastrointestinal bleeding. The purge was changed. The patient then had additional ventricular tachycardia and decrease in blood pressure. Blood transfusions continued. The patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.